Event description:
A report was received that the patient had charging issues. The physician believed device malfunction. The patient underwent a revision procedure wherein the ipg was replaced.

Event description:
A report was received that the patient had charging issues. The physician believed device malfunction. The patient underwent a revision procedure wherein the ipg was replaced.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate which is within the expected range. Device exhibited normal charging and discharging characteristics.